Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. The patient was discharged three days after onset. The cause of peritonitis was unknown. The patient was treated with injections of vancomycin (2gm, intraperitoneally (ip), frequency not reported), gentamicin (20mg, ip, frequency not reported) and an unspecified medication (no further details) for the event. Antibiotic treatment was ongoing. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available at the time of this report.